Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-45563. It was reported that the right ventricle and right atrial lead exhibited noise. The rv and rv leads were explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasions exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2022-45563. It was reported that the right ventricle (rv) lead and the right atrial (ra) lead exhibited noise reversion. The rv lead and the ra lead were explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the right ventricle (rv) lead and the right atrial (ra) lead exhibited noise reversion. The rv lead and the ra lead were explanted and replaced." Rather than "it was reported that the right ventricle and right atrial lead exhibited noise. The rv and rv leads were explanted and replaced."